Event description:
Abbott Diabetes Care (ADC) received a MedWatch Report regarding an ADC device. The report indicated that the device produced inaccurate readings when compared to unspecified stick meter results. The customer stated that the sensors failed two times out of four attempts. It is unknown whether a trend arrow was observed on the device during these incidents. No patient consequences were reported. No contact information was provided to ADC; therefore, ADC is unable to attempt any follow-up activities related to this event. Based on the information provided, there was no indication of serious injury associated with the event.

Manufacturer narrative:
This complaint was received via User Report and has been reported to FDA. Extended investigation is pending at this time. Reference Report: MW5189191.A follow up will be submitted once all investigation activities are completed or additional information is obtained. All pertinent information available to Abbott Diabetes Care has been submitted.